Manufacturer narrative:
The check of the DHR of the lot# involved (201505810) did not show any anomaly on the 12 delta tt acetabular cups manufactured with this lot#. This is the first and only complaint received on this lot#. We will submit a final MDR once the investigation will be completed.

Event description:
Hip revision surgery done on (B)(6) 2017 due to reported inguinal patient pain related to probable mobilization of the acetabular cup, model# 5552.15.500, lot# 201505810. According to the info reported, a new acetabular cup (unknown label's information about it) was implanted during the revision surgery. Event happened in (B)(6).